Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the controller ((B)(4)) and the five batteries are available for evaluation, but have not been received by the manufacturer. Additional information will be submitted with-in thirty (30) days of completion of the investigation.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. All five batteries and the controller were exchanged. The controller and three batteries were returned for evaluation. A review of the device history records (DHR) of all returned devices did not reveal manufacturing contributed to the event. All devices passed external visual inspection, and functional test. Maccor testing passed and all cell pairs remained above the 2800 volts during the 1 amp discharge to 12 volts. All batteries performed as expected; however, a review of the log files for batteries (B)(4) confirmed multiple critical battery alarms had occurred before and after the event and power switching was confirmed. Most likely root cause of the premature power switching and critical alarms can be attributed to a communication anomaly between the controller and battery. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. Blank fields on this form indicate the information is unknown, unavailable or unchanged. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report does not reflect a conclusion by FDA, heartware, or its employees that this report constitutes an admission that the device, heartware, or its employees caused or contributed to the potential event described in this report. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Device remains implanted.

Event description:
Approximately eleven months post hvad implantation, it was reported that the patient experienced power switching from one port to the other followed by complete depletion of the battery. All the batteries and the controller were replaced and are being returned to heartware for evaluation. There was no reported patient injury as a result of this event. Investigation is ongoing.